Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded sufentanil (300.0 mcg/ml at 169.96 mcg/day) and bupivacaine (19.7 mg/ml at 11.160 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported at a post-op visit on (B)(6) 2016, the patient reported that he had an area where the suture "cuts in to my skin that had just one drop of fluid on it." Examination showed an area of redness and an area looked swollen where the suture entered the skin. The staples and sutures were removed without incident. At an office visit on (B)(6) 2016 the patient again reported incisional redness (erythema). The antibiotics were changed to doxycycline. On (B)(6) 2016 the patient again reported incisional redness and pain. Seroma evacuation was performed, rifampin was added, and the patient was referred to infection disease for a consult on (B)(6) 2016. The infectious disease doctor discontinued rifampin and continued doxycycline for 6 weeks total . The condition was noted to be improving on (B)(6) 2016 with no further documentation of the condition. The clinical diagnosis was cellulitis of the pump pocket lower left quadrant. The outcome was resolved without sequelae on (B)(6) 2016. The etiology was noted as not related to the device or therapy and related to the implant procedure. No further complications were anticipated/reported.